Event description:
An accountant reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision. The lens was explanted in a secondary procedure after 5 weeks of initial implantation. The clinical reason for the explant was myopic shift. Additional information was received stating on post of day 7 intraocular pressure (iop) was elevated at that visit to 33. He was started on beta blocker medication. At 2 weeks post op, iop was 23. At 5 weeks post op, he was having significant issues with visual functioning and had a fall with no serious harm. Iop was normal at 16. At this visit, physician made the decision to replace the lens. Patient is now seeing 20/20 with new lens and is happy with vision.

Manufacturer narrative:
The lens was returned in a specimen cup. Solution was dried on the lens. Both haptics were bent in the distal area. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. There have been no other complaints reported in the lot number. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the 10.5 diopter, add power +2.2 & 3.2 lens model was replaced with a 09.5 diopter, add power +2.2 & 3.2 lens model. The exchange for a 1.0 lower diopter difference of the same lens model may suggest that the replacement lens was an improved choice for the patient's vision needs. No additional information has been provided at this time the manufacturer internal reference number is: (B)(4).